Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a loss or change of therapy. The patient could not feel stimulation and the therapy was confirmed to be on. No medical procedures/emi were reported that could be related to the issue. The patient just had a battery change the day prior ((B)(6) 2016) to the call and felt stimulation when they had left the hospital. No trauma/falls were reported that could be related to the issue. The patient had noticed the symptom return and no stimulation in the middle of the night. It was reviewed with the patient to increase stimulation. The patient could not feel stimulation in the correct area (bicycle seat area). It was reviewed for the patient to change programs and increase amplitude but the patient still could not feel stimulation in the correct area. The patient tried all four programs with no stimulation sensation. Symptoms of "going to the bathroom more" were reported. The event date was noted as (B)(6) 2016.

Manufacturer narrative:
It is noted the device code listed above is applicable to the event upon further review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.